Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review was conducted. The DHR review revealed one unrelated non conformance on this batch. Micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left knee primary attune to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to gross loosening of the tibial tray. Upon entering the joint, a large normal effusion was evacuated and scar tissue debrided. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. The surgeon notes there was minimal tibial and femoral bone loss during cement removal due to excellent cement interdigitation. The patella was well-fixed and retained. There was no reported product problem with the femoral component or tibial insert revised to accommodate a competitor revision knee system. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, left knee.